Event description:
It was reported that the patient experienced palpitation due to high threshold on the left ventricular (lv) lead. The (B)(4) study indicates that the lv lead was electrically abandoned by reprogramming the device from aair-dddr to aair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.